Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a flow blocked alarm during priming. The customer's blood glucose was 145mg/dl at the time of the incident. The customer reported that every time it gets to 200u it stops and change infusion sets, insulin flow blocked message is going off in the pump. He stated that this is the 3rd time in a week. He stated that every time this happens, it was always at 200u. The troubleshooting determined that the pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery alarm or insulin flow blocked alarm noted during testing. Unit was received with minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.